Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international manufacturer's service center reported a defect upon arrival. There was no patient involvement.

Manufacturer narrative:
(B)(4).